Manufacturer narrative:
1. DHR/bhr review lot#4081478 1-this batch of products were assembled at intima ii auto line 2 in may 2024, and packaged at r240 and cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the catheter batch used in this batch of products is 4243848,4173016,4264492; review the incoming inspection results, no abnormalities. 2. The factory received 1 defective sample and 2 defect photos : 1) the photo showed the approximate location of the catheter rupture. 2) according to the returned defective sample, the sample specification is 24g, the part number is 383083, the sample has been used, the fracture position of the catheter is not exposed at the y-shaped catheter socket, and the residual length of the catheter fracture is about 6mm. The defective sample was examined under a microscope, and there were no raw material defects on the surface of the catheter, and no obvious deformation of the catheter. The fracture surface of the catheter is uneven, and there is a slight whitening phenomenon at the location of the fracture opening. (The catheter appears whiter when stretched.) 3. The retained samples of the complaint batch are taken for the 45psi leakage test and catheter pull force test (the samples need to be soaked in warm water at 37 ° c for 72 hours before testing to simulate the human environment), and the test results are all within the product specification. Please see attachment for the test reports . 4. The test was simulated to confirm that the catheter was pulled off, and the pulled catheter was whiter than the original catheter. 5. Cause analysis: 1-after analyzing the samples returned by the customer, the catheter fracture position did not expose the y-shaped catheter seat, if the fracture occurred before the use of the indwelling needle, it must be exposed to the air after the puncture is completed, which will inevitably lead to leakage, which can be found in time at that time, combined with the abnormality found by the hospital after three days of use, indicating that the indwelling needle is good before use and during three days of use; 2-the catheter fracture remains about 6mm, and microscopic observation revealed that the fracture site showed slight whitening and an uneven cross-section. According to the results of the simulation experiment, this is a phenomenon of the catheter being stretched; 3-according to the hospital's feedback, the problem of tube disconnection was found three days after the catheter was inserted, and the head nurse described the patient as an elderly person who may be unconscious. It is possible that after a long period of infusion, there may be changes in the soft tissues near the puncture point of the patient, and there may be pulling resistance when the catheter is removed, which may cause the catheter to rupture; 4-according to the instruction manual of the indwelling needle, the user needs to check the status of the indwelling needle before use, and the broken tube is found only after the third day of use, which also shows that the indwelling needle is normal before and during use; 5-according to the use of this batch of indwelling needles, there were no abnormalities in the catheter purchase testing, manual cutting testing, process testing and shipping testing, combined with the fact that there were no catheter fracture complaints from other hospitals in this batch of indwelling needles, indicating that the quality of the batch of products was not abnormal. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products.according to the results of the cause analysis of the defective sample, the fracture and rupture of the catheter were not caused by the factory, but by an unknown external force. The plant will continue to track and trend for this issue.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broken separated after placement. The head nurse of the gastroenterology department reported that xiangma had a broken tube on the third day of indwelling. After fluoroscopy, it was not found in the patient's body. The patient has been discharged. The samples can be returned and photos can be provided. No green claim is required, but a complaint receipt letter and a complaint reply letter are required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.